Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that after inserting new battery in insulin pump, insulin pump almost dead and after inserting another new battery insulin pump dies. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had diminished battery life, scratches on the screen and burned spot on the bottom of screen. The device will not be returned for analysis.